Event description:
On (B)(6) 2022, a patient (pt) in south korea reported a diagnosis of uveitis (affected eye not provided) while wearing a 1-day acuvue® moist brand contact lens (cl) and was told ¿not to use lenses.¿ no additional information was provided. On (B)(6) 2022, the pt provided additional information. The pt advised the od was the affected eye. The pt saw an eye care professional (ecp) due to od discomfort and was prescribed pred-forte ophthalmic solution and cosopt ophthalmic solution (dosage and frequency of use not provided). The pt refused to provide additional information. No additional medical information has been received. No additional information is expected. The event date was not provided. The event date is being estimated as (B)(6) 2022. The lot number of the od suspect product is unknown. Availability of the od suspect product is unknown. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
Suspect product availability unknown.

Manufacturer narrative:
On 19oct2022 the patient (pt) provided additional information. The pt was diagnosed with uveitis for the right eye (od) and visited an ophthalmologist for a month. The pt was prescribed cosopt (dorzolamine/timolol) twice daily and pred forte eye drops every 2 hours, one drop per each medication for a month. No additional medical information was provided. If any further relevant information is received, a supplemental report will be filed.